Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). Visual inspection found a misaligned scoring element. During functional testing using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a pinhole leak on the balloon was present and the scoring element remained misaligned. Per the IFU, at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rbp.

Event description:
The angiosculpt device was used to treat a peripheral lesion. During multiple inflations at 2 atm and 10 atm, the balloon could not be inflated. The procedure was completed with a new angiosculpt device. No patient injury reported. Device analysis performed on (B)(6) 2021 confirmed a balloon rupture. This product problem is being submitted conservatively because the balloon ruptured below rbp.